Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper line (gl) break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During the deployment sequence, while flossing the gl, it was the gl stretched and did not move. The physician attempted to remove the gl before the mandrel was removed. The lock line was pulled and then an attempt was made to pull on the gl, but it did not move. Troubleshooting was performed, but was unsuccessful. The physician then pulled on one side of the gl hard enough to break it, then pulled on the other side forcefully to break it. The clip was then deployed and the cds was removed, reducing the mr to 2. The gl was cut down subcutaneously beneath the patient skin and part of the gl remains in the patient. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported inability to remove the gripper line in this incident could not be determined. The reported stretching of the gripper line was likely a secondary effect of the inability to remove the gripper line. Additionally, the gripper line break was a result of the inability to remove the gripper line, ultimately resulting in attempting to remove the gripper line with force. It should be noted that the mitraclip nt system instructions for use (IFU) instructs the user to establish gripper line removability. A warning statement is provided after this step that states: failure to establish gripper line removability (eglr) prior to deployment of the clip may result in the inability to remove the gripper line. Intervention may be required. Additionally, it warns: pulling the gripper line too quickly or with excessive force may raise the grippers, break the gripper line and/or disturb leaflet capture and insertion. Furthermore, it states: if excessive resistance is noted at both ends of the gripper line (resulting in failure to egrl), stop and remove the clip delivery system. In this case, clip deployment was continued even though eglr had failed and the gripper line was attempted to be removed prior to clip deployment. In this case, it is possible that continuing with clip deployment despite an unsuccessful eglr test and/or attempting to remove the gripper line prior to clip deployment contributed to the inability to remove the gripper line; however, as the gripper line was unable to move initially during eglr, this cannot be confirmed. The reported patient effect of foreign body left in the patient appears to be a result of the inability to remove the gripper line and thus related to procedural conditions. The reported patient effect of failure to retrieve mitraclip nt system components (foreign body in patient), as listed in the mitraclip system IFU, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Subsequent to the initially filed medwatch, it was reported that the during flossing of the gripper line (gl), it was thought the line was moving however it was then noted that the line stretched. The lock line was removed. Next, the gripper line was attempted to be removed prior to clip deployment. No additional information was provided.